Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 54 mg/dl after being treated for the high. The customer was at 355 mg/dl at the time of the call. The customer used an insulin pen to treat the high. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer had a low of 32 mg/dl on (B)(6) 2019 while in pump auto mode. The insulin pump will be returned for analysis.